Manufacturer narrative:
Other, other text: d4: UDI section is unknown. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-use testing, air comes out. Air cannot be injected during preliminary inspection before intubation. No harm, injury or adverse effects have been reported.

Manufacturer narrative:
G1,2 email is: regulatory.responses@icumed.com. One device was received in used condition; two photos were also included. During the initial visual inspection, it was not possible to detect any condition on the surface of the cuff or in the inflation system. Per functional leak test, the sample did not pass the test. To identify the leak, the sample was inflated with the use of a syringe, then submerged under water, the leak was identified in the valve of the pilot balloon. The complaint was confirmed. Other analysis, notes included in the instructions for use (IFU), are to review the integrity of the inflation system. Based on the analysis conducted in the sample provided, the returned sample had a leak in the valve of the pilot balloon, this leak can occur during connection of the air supply to the valve due to excessive pressure being applied to the connection causing damage to the valve, root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Manufacturer narrative:
UDI related data quality updates only.